Manufacturer narrative:
The device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6)2024 due to low frequency residual hearing loss resulting in loss of benefit. The patient was re-implanted with another cochlear device during the same surgery.